Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device¿s screen had a few surface scratches while the ilet remained functional and in use. Symptoms included no adverse clinical effects. Outcomes included no change in therapy, no medical intervention, and no hospitalization. Investigation included complaint intake and review of product use history. Investigation of this case revealed cosmetic damage to the display surface consistent with wear without functional impairment, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling or normal wear.